Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) american female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus 300cc and experienced bilateral deflation on breast implants. The patient visibly observed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant, see manufacturer report number 1645337-2019-08194 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's breasts are now in a lot of pain. Mentor also became aware that section e 1. Initial reporter country code of the initial report was left blank. The field has now been populated. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.